Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. In addition, analysis of the device found that one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device through a 6-french sized access site, difficulty was encountered inserting the device into the anatomy. The device was removed over a guide wire and two additional proglide devices were attempted, but both devices incurred a needle-to-cuff miss. Both proglide devices were removed and the sutures from two additional proglide devices was deployed and set to the side. The access site was upsized to 14-french to accommodate the aaa device delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.